Event description:
A third party service agent contacted physio-control to report that a customer's device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
As reported in the initial medwatch report, the reported issue was verified, however further cause could not be determined. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that a customer's device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.